Event description:
Ext [extension] set leaking at connection to peripheral infusion catheter. Piv [peripheral IV] placed successfully, and upon notice of leak, tubing was disconnected and ext set removed to connect IV fluids to catheter. Manufacturer response for smallbore pressure infusion ext set, (brand not provided) (per site reporter). Yes, they were made aware on [date redacted]. Currently awaiting manufacturer response.